Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported her son's blood glucose levels surpassing 500 mg/dl while wearing the pod between 24 and 36 hours on an unknown date in (B)(6) 2017. Additional symptoms included a general feeling of sickness, fatigue, vomiting, chest pains, migraines, leg spasms, and black rings around the eyes. The patient was manually injected with 10 units of insulin and taken to the emergency room. He was diagnosed with borderline diabetic ketoacidosis (dka), mild ketones and treated with an insulin drip.